Manufacturer narrative:
Model number/catalog number 72404161; serial number (B)(4); batch/lot number 178402007; model/catalog description reservoir 65ml pc. Model number/catalog number 72404310: serial number (B)(4); batch/lot number 182651003; model/catalog description pump ms.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to erosion of the right proximal corpora. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders, pump, and reservoir were implanted.

Manufacturer narrative:
Model number/catalog number 72404161 serial number (B)(4) batch/lot number 178402007 model/catalog description reservoir 65ml pc model number/catalog number 72404310 serial number (B)(4) batch/lot number 182651003 model/catalog description pump ms

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to erosion of the right proximal corpora. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders, pump, and reservoir were implanted. Additional information received indicated the patient felt pain at the site. The patient outcome reported the patient got well.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72404161. 178402007. Reservoir 65ml pc. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72404310. 182651003. Pump ms. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to erosion of the right proximal corpora. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders, pump, and reservoir were implanted. Additional information received indicated the patient felt pain at the site. The patient outcome reported the patient got well.